Manufacturer narrative:
The na, k and cl results for patient 1, indicate there was an issue with the sipper flow path (micro bubbles, grounding effects, partial clogging). The service activity performed by the field service engineer would not have remedied this situation. Additional information was requested for investigation but was not provided. Since k and cl results could not be provided for patients 2-6, a specific root cause can not be identified for those patients. The customer has not complained about any additional results since the service action was performed.

Event description:
The customer initially complained of erroneous results for 1 patient sample tested for ise indirect na and k for gen.2. After the initial point of contact, the customer provided erroneous na results for 5 additional patient samples. The erroneous results were reported outside of the laboratory. Corrected reports were issued for all 6 patients. All initial results were obtained on (B)(6) 2016 and repeated on (B)(6) 2016. Patient 1 initial na result was 122 mmol/l. The initial k result was 3.3 mmol/l. The sample was repeated and the na result was 141 mmol/l and the k result was 4.6 mmol/l. Patient 2 initial na result was 126 mmol/l. The repeat result was 139 mmol/l. Patient 3 initial na result was 119 mmol/l. The repeat result was 142 mmol/l. Patient 4 initial na result was 111 mmol/l. The repeat result was 140 mmol/l. Patient 5 initial na result was 130 mmol/l. The repeat result was 138 mmol/l. Patient 6 initial na result was 122 mmol/l. The repeat result was 141 mmol/l. No adverse event occurred for any patients involved in this event. Patient 1 is in stable condition. The na and k electrode lot numbers and expiration dates were not provided. The field service engineer visited the customer site and determined that the rinse levels were too low on the rinse mechanism. An adjustment was made to the rinse mechanism water levels to return to proper levels. The customer ran calibration and quality controls and the results were acceptable.